Event description:
Reporter reports back to back testing on meter to lab while using the advantage system with results of 132 mg/dl on the meter and 34 mg/dl at the lab. Reporter reports l1 and l2 quality controls were run and in range. Reporter reports the patient was treated with dextrose d50 a&p. Reporter states there are no known issues in terms of the patient's condition; patient is no longer at the hospital. A request was made for return of the suspect product and a replacement was sent.